Event description:
It was reported that during a da vinci si total benign hysterectomy, a cable was sticking out from the distal end of a large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. Engineering also had additional findings. There was wearing on the pin, indicating the cable likely became derailed and was rubbing against the pin to wearing out the inner edge, eventually leading to the cable breakage. There were also visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.